Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a pre-surgery setup, it was discovered that the small battery drive device ran continuously. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was functional, it did not run continuously, but did not stop immediately. It was determined that the device coupling head would not hold the gauge. It was further determined that when the lower trigger was released, the device would not stop immediately. It was determined that the device ran 1 or 2 more seconds, failing step 100 of the diagnostic assessment test, but this failure was different than the "continuously runs". Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.